Event description:
Product broke while in use. We had an incident with the neofit on one of our babies and was wondering if you had anyone else have this happen to. One of our babies, we believe, had one of the metal tabs that came off on the neofit and into the mouth then down to the stomach. On cxr it showed passing through the intestines then finally passed per cxr but never found it in the fecal matter. We were checking the diapers. When we play with a new neofit if you bend the metal tab back that holds the "teeth" to hold the et tube it will break off easily. We have been using them for a few years and never have had an issue like this. That was the only thing that looked like what was on cxr. *how is patient today? Baby is stable. *was there any adverse effect as a result of reported condition? None. *was there any additional medical attention? None. *what procedure was the physician performing? Chest x-ray and the metal object was seen on the x-ray. *did the physician perform any extra step to complete the procedure/how did physician complete the procedure? None *what is the lot number associated with the neofit? Lot numbers #314969 #313274 #315504, unfortunately I do not know which lot number was used on the baby. Additional contact: (B)(6). From follow-up phone call 8/15: took x-ray and found little metal piece, took serial x-rays and piece passed through intestines and was eventually passed out. X-ray appeared to be tab piece. No impact to baby. Piece was assumed to be passed on 8/4, when it was no longer noted during x-rays. 1216677-2022-00238 neo-fit neonatal endotrac 42-2540 (B)(4).

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon .

Event description:
Product broke while in use. We had an incident with the neofit on one of our babies and was wondering if you had anyone else have this happen to. One of our babies, we believe, had one of the metal tabs that came off on the neofit and into the mouth then down to the stomach. On cxr it showed passing through the intestines then finally passed per cxr but never found it in the fecal matter. We were checking the diapers. When we play with a new neofit if you bend the metal tab back that holds the "teeth" to hold the et tube it will break off easily. We have been using them for a few years and never have had an issue like this. That was the only thing that looked like what was on cxr. How is patient today? Baby is stable. Was there any adverse effect as a result of reported condition? None. Was there any additional medical attention? None. What procedure was the physician performing? Chest x-ray and the metal object was seen on the x-ray. Did the physician perform any extra step to complete the procedure/how did physician complete the procedure? None. What is the lot number associated with the neofit? Lot numbers #314969 #313274 #315504, unfortunately I do not know which lot number was used on the baby. Additional contact: (B)(6). From follow-up phone call 8/15: took x-ray and found little metal piece, took serial x-rays and piece passed through intestines and was eventually passed out. X-ray appeared to be tab piece. No impact to baby. Piece was assumed to be passed on (B)(6), when it was no longer noted during x-rays. 1216677-2022-00238: neo-fit neonatal endotrac 42-2540. E-complaint (B)(4).

Manufacturer narrative:
Investigation: x--no sample returned; x-inspect stock product. Analysis and findings: complaint (B)(4). Distribution history: the neo-fit neonatal endotracheal product is manufactured at csi. Manufacturing record review: DHR 314969 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: not applicable. Product was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit cannot be returned to coopersurgical. Functional evaluation: an functional evaluation could not be completed as the complaint unit cannot be returned to coopersurgical. However, units in fg were sufficient to detect a problem and relevant to this complaint. Root cause: an investigation has determined the root cause is due to a defective component (p/n 005-052) that may lend itself to breaking off. Correction and/or corrective action: a review of the process during assembly confirms the clips are of stainless steel and put in place with the use of a press specifically designed to securely hold all relevant components in place. Further review of component 005-052 revealed a defect where the corners were noted to be out of specification under a non-routine inspection. A scar was issued to the vender under ncmr-2022-09-003 which pulled all sk material to mr. Work orders 323673, 325070, & 320280 in wip were placed on hold. A sampling from 2 lots were pulled (319298 & 311690) from fg and confirmed to have the same weak spot on the clip ends. A regulatory hold was placed on this product and an hhe was generated. Final disposition of product on hold to be determined under CAPA 793 which was issued to complete the investigation and corrective actions. Reference: recall 1216677-10/12/2022-001-r. Preventative action activity reference CAPA 793.